Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
July 4, 2017: medical records received. After review of medical records for the MDR reportability, it was stated in the medical records that the laboratory results for metal ions were above 7ppb. There is no revision reported. Product codes and lot numbers were provided.

Manufacturer narrative:
July 4, 2017: medical records received. After review of medical records for the MDR reportability, it was stated in the medical records that the laboratory results for metal ions were above 7ppb. There is no revision reported. Product codes and lot numbers were provided. Update aug 4, 2017: after review, it was verified that the serum metal ions taken from whole blood were below 7ppb. This complaint was updated on aug 4, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update aug 4, 2017: after review, it was verified that the serum metal ions taken from whole blood were below 7ppb. This complaint was updated on aug 4, 2017.